Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use; the planned coronary treatment was performed by the customer when the issue occurred, and the procedure was delayed and completed by restarting the system and altering imaging parameters using broad focus. The philips field service engineer (fse) inspected the system on site and confirmed that the system showed a notification indicating that the generator was currently busy. Upon troubleshooting, fse found the faulty x-ray tube. To resolve this issue, fse replaced x-ray tube and high voltage transformer (hivo). The defective tube and hivo were returned to philips for analysis. After analysis of x-ray tube found a small filament has burned out due to normal wear and tear whereas the transformer was replaced due to the failure in blown small filament. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the generator was busy. No harm was reported to philips. Philips has started an investigation of this complaint.